Event description:
On 07/27/1998, the international distributor informed the MFR's rep via a faxed report that a customer in their territory experienced a problem with this device. The report states the following: problem with guidewire removal. Upon removal, "j remains stiff which creates problem to remove the guidewire." The device was scheduled to be returned to the MFR. For analysis. No further details were provided at this time.